Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was approximately 15 years post total hip replacement. He was involved in a mva. He subsequently experienced multiple dislocations. He saw the dr. And the dr. Recommended a revision surgery. Patient was revised to a new femoral head and a 2099 constrained liner.